Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is not expected to be returned to olympus for further evaluation and testing. Additional information has been requested from the customer regarding this event with no response received. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. Device not returned.

Event description:
A customer reported to olympus a broken power switch on the maintenance unit. There were no reports of patient or user harm associated with this event.